Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had overstimulation. The patient stated that the stimulation didn't turn off, it just felt stronger and more intense. The patient stated that this happened when they stretched out, however later on the caller stated that it was when they were getting out of bed and moving and walking and there was no particular activity. The patient stated that they decided to turn stimulation off and this resolved the issue. The patient stated that they turned the stimulation on later and it felt better. The patient was wondering if their "magnetic necklace" they started using could be related to the issue. The patient was given the option to not wear the necklace for a day or two to determine whether or not they still experience the increase in intensity. Another option is to check the device and decrease settings if it happens again. The patient stated that they will consider these options. The patient stated that they have no intention of following up with the healthcare provider (hcp). It was suggested that they should follow-up if the issue persists. The patient stated that this issue started on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient stated that they bought a magnetic necklace to wear for their unrelated neck pain. The patient stated that they wore the necklace all night, and the stimulator started running higher. The patient stated that they went online and found that they should not wear the necklace when they have metal implanted in their back. The patient stated that they had a fusion and there are screws and leads in their back. The patient stated that they will not wear the necklace and are doing okay with the stimulator.